Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The reported lot number (18f24b0024) matches the lot number of the returned sample. Returned for investigation was a 40cc 7.5fr ultra-flex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the semi-finished insertion kit, which appeared sealed and unused. Upon return, the teflon sheath was noted on the iabc; the sheath was noted buckled. The bladder was fully unwrapped, a section of the bladder was noted stretched. Liquid blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The iabc central lumen within the flex-tip assembly area was noted dam-aged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 5.8cm from the iabc distal tip. The wire round/polyimide (part of the flex tip assembly) was noted unraveled. Bends to the iabc central lumen were noted at approximately 50.0cm, 55.5cm and 69.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The teflon sheath was noted buckled and a portion of the iabc bladder was noted stretched, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be consistently pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the separated central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the separated central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the catheter would not inflate completely" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in an inability of the bladder to fully inflate. Additionally, the teflon sheath was noted buckled, and a portion of the bladder was noted stretched. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "the catheter would not inflate completely". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the catheter would not inflate completely". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".